Event description:
PICC was placed on 11/27. PICC was noted to be leaking under the dressing for both ports on 12/4. When blood return was checked for green port lumen, blood was leaking from a hole in the PICC.

Manufacturer narrative:
Two occurences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2019-00082. The failed sample was returned to vygon and was evaluated as part of the complaint investigation. The results of this investigation are as follows. The sample was examined thoroughly, and no defects were detected. The catheter could be flushed, and no leakage was detected. The catheter was air and fluid tight at both lumens. Additionally, the catheter was shortened by the user at the 17 cm marking and the distal part of the catheter tube was not returned. No deviations of the batch history records were detected. Each catheter is flow and leak tested. A 100% visual test is carried out on each catheter. This is the first complaint received for both batches (8005925 and 8008092). There are 7 other complaints available for code 4g07002037 regarding catheter leakages within the last 3 years. As each catheter is leak and flow tested, and had been in use for 7 days; it is not believed that this was due to a manufacturing or design issue. Based on the investigation, this issue could not be determined to be caused by manufacturing; therefore, no further corrective action will be initiated at this time. Vygon will continue to monitor this issue.

Manufacturer narrative:
Two occurences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2019-00082. The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
PICC was placed on 11/27. PICC was noted to be leaking under the dressing for both ports on 12/4. When blood return was checked for green port lumen, blood was leaking from a hole in the PICC.